Event description:
It was reported that during a threshold test attempt, the rf telemetry froze and pacing continued, but was not adjustable. The patient became symptomatic with palpitations during the ventricular pacing. The programmer was rebooted and no further issues were reported.